Event description:
It was reported that the air leakage caused a drop in flow rate, leading to the arctic sun device shutting down. The issue was resolved by replacing it with another set of transfer arctic gel pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the returned sample met specifications during evaluation. Visual evaluation of the returned sample noted one opened small arctic gel pad kit present with no original packaging and no left chest pad. Eight photos and two videos were received for evaluation. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of over lamination in the pads. Two returned photos show a right chest pad sticker, lot number ngkn2579. Two returned photos show the device therapy screen with 0.4 l/min of flow displayed, and two more show the same screen with 0.0 l/min of flow displayed. Two returned photos show the device screen with alert 02. Two returned videos show the customer resuming therapy on the device, which remains at 0.0 l/min of flow. The reported issue could not be verified without further testing. Each pad was individually tested using tm0301222 rev 2. All individual measured flow rates are outlined. Right chest pad: a total of 6.1 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 40%, inlet pressure was -7.0 psi. Right thigh pad: a total of 5.6 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 30%, inlet pressure was -6.9 psi. Left thigh pad: a total of 5.2 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 34%, inlet pressure was -7.0 psi. The labeling/packaging review is not required as the reported event is unconfirmed. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: b, d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the air leakage caused a drop-in flow rate, leading to the arctic sun device shutting down. The issue was resolved by replacing it with another set of transfer arctic gel pads. Per follow up information received via task on 13may2025, the patient was not affected in any way.